Manufacturer narrative:
(B)(4). Concomitant medical products: distal lateral fibular plate left 6 holes 106 mm length, pn: 47235701806, ln: 63550687. 2.7 mm locking screw 14 mm length, pn: 47482801402, ln: 63671062. 2.7 mm locking screw 16 mm length, pn: 47482801602, ln: 63869781. 2.7 mm locking screw 12 mm length, pn: 47482801202, ln: 63861780. 2.7mm locking screw 12mm long, pn: unk, ln: 62348896. 2.7 mm locking screw 18 mm length, pn: 47482801802, ln: 63861772. Cortical bone screw self-tapping hex head 3.5 mm diameter 18 mm length, pn: 47234801835, ln: 63098016. Cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length, pn: 47234801235, ln: 63406688. Cortical bone screw self-tapping hex head 3.5 mm diameter 40 mm length, pn: 47234804035, ln: 61168845. Cortical bone screw self-tapping hex head 3.5 mm diameter 46 mm length, pn: 47234804635, ln: 61214651. Report source: foreign - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00655, 0001822565-2019-00656, 0001822565-2019-00657, 0001822565-2019-00658, 0001822565-2019-00659, 0001822565-2019-00660, 0001822565-2019-00662, 0001822565-2019-00663, 0001822565-2019-00664, 0002648920-2019-00109, 0002648920-2019-00108. Following the removal of contamination on the devices, scanning electron microscopy identified isolated pitting corrosion at the screw plate interface constrained to the locking threads of the plate and the screws. The isolated pitting was not identified in other locations of the locking plates and screws, including the discolored areas surrounding the holes from which the tissue deposits were removed. Review of device history record did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The analysis confirms the device and it¿s materials are conforming to specifications. Root cause is unable to be determined at this time. The device labeling states that in-vivo implant corrosion is a possible adverse effect that may be anticipated as the device is implanted in a corrosive environment. Occurrence rates are within the expected rates therefore; no further action is needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to apparent infection. It was further reported that a screw backed out. No further information is available at this time.